Manufacturer narrative:
The investigation determined that lower and higher than expected vitros phyt results were obtained from non-vitros biorad control fluids using a vitros 5600 integrated system. An ocd field engineer performed service and repair activities the vitros 5600 integrated system. Performance testing following service verified that the equipment was returned to expected operation and vitros phyt was performed as expected. The investigation determined the root cause of the event is an instrument related issue.

Event description:
The customer obtained lower and higher than expected vitros phyt quality control results (biorad level 1= 19.9, 31.15 ug/ml vs. Expected 25.16 ug/ml) processed using a vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. However, there was no report of affected vitros phyt patient sample results. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).